Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tubelip, cracked case at the reservoir tube window corners cracked belt clipslot and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the top of the reservoir and battery compartments are chipped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.